Event description:
It was reported that the unit failed several times during a case.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, and the correct software loaded. Standby mode became active. The bulb ignited on an intermittent basis. The power-up sequence was repeated several times. The product failed after each cycle. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. The bulb access door test failed on an intermittent basis. All other test were successful. A measurement was taken on the boost voltage of the product. The measurement was found to be within specification. Test points on the control circuit board were evaluated. The test points were found to be out of specification. The root causes of the reported failure were traced to the following defective components: control circuit board; ballast. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.